Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement above 3000 ohms as well as low intrinsic amplitude leading to a lead safety switch (lss). No adverse patient effects were reported. This lead remains in service.